Event description:
It was reported that prior to starting a da vinci si surgical procedure, the cables on the monopolar curved scissors instrument were observed to be broken and frayed. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument was returned with one broken grip cable. The distal pulley spun freely and did not exhibit any damage. Failure analysis investigation also found that the instrument had a small crack near the tube reinforcement ring. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface. The scratch was small and was not axially aligned with the tube. The tube extension was also found to be broken with a missing piece at the proximal clevis interface. The clevis was dislodged from the tube extension. Engineering concluded that the damage to the main tube and proximal clevis were likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.